Event description:
It was reported the programmer had been dropped and there was extensive case damage. The programmer was returned for repair and subsequently tested out of specification during the manufacturer's analysis. There was no indication of patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; extensive case damage. Analysis also found that the stylus and power cord door bay were damaged.